Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. As such, it could not be conclusively determined if the cannula tear is linked to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 15.5 mmol/l (279 mg/dl) while wearing the pod on the leg for between 25 and 36 hours. The patient gave correction boluses and drank water. A new pod was successfully applied for treatment.